Event description:
It was reported the pt had a stroke, and the system was to be removed due to the need to have an MRI. In addition, the pt reported he had lost weight and the ipg was not protruding outward, and the area around the ipg bruises easily to its positioning.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.